Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 136 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the pump. Customer was advised to perform self test and test did not passed. The insulin pump will be returned for analysis.